Event description:
It was reported that the pt underwent l3-s1 fusion with posterior dynamic rod fixation at l2-s1 and interbody devices. Post-op x-rays taken in 2008 showed a broken cable on one side of the construct. The pt underwent revision on the following month, to remove hardware only at l2 on each side. The upper portion of the rods including the bumper and cables were removed along with the setscrews and bone screws. Original hardware at l3-s1 was left implanted. It was reported that fusion was complete and the pt is doing great following the revision.

Manufacturer narrative:
It was reported that the explanted portion of the devices was discarded by the hospital; therefore, no product is available to return for eval.